Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 was failed. A field service engineer confirmed the device was not in failure. Pharmacy specialist was able to recover and inventory the cubie and drawer. Nursing staff were unable to re-create the error. Device verified as fully functional. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a hardware failure occurred causing drawer 1 to fail. The customer attempted troubleshooting by restarting the station and trying to recover the drawer. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.